Manufacturer narrative:
H11: additional information was received through follow-up. A physical resistance/sticking is determined to be no longer reportable; therefore, the file was reassessed for reportability. Since an initial MDR was submitted, the file will remain assessed as a malfunction. G3, h6 (device) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure for hydrothorax using the navarre opti drain. During the procedure, the clinician identified that the tube body exhibited astringency, affecting its normal functionality. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure for hydrothorax using the navarre opti drain. During the procedure, the clinician identified that the tube body exhibited astringency, affecting its normal functionality. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.